Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that prior to a device replacement procedure for normal battery depletion, this pacemaker and another manufacturer's right atrial (ra) lead exhibited a fluctuation in pacing impedance measurements from 100 to 350 ohms. There were also brief episodes of noise and oversensing resulting in pacing inhibition. An insulation break was suspected, however during the procedure the physician was not able to visualize any area of insulation degradation. The physician elected not to revise the ra lead at this time. The device was explanted an successfully replaced. The new device was programmed to minimize the potential oversensing and mode-switch episodes. The pacing impedance measurements with the new device and ra lead were 312 ohms. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.